Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that upon interrogation of left sided ipg, electrodes 8 & 10 were found to have impedances >10000. Patient reported good coverage of pain targets without using the high impedance electrodes. Patient denied any injuries/falls/etc. No further actions were planned. The issue was resolved. Hcp had no further information. Patient weight was asked but not known. No symptoms and no further complications were reported.